Manufacturer narrative:
On 12-22-2015, a field service engineer (fse) was dispatched onsite of the customer to address the reported event. While checking out the system, the (fse) observed that the stc lane was way out of position from home. The fse shut off the instrument, pushed the stc lace back in the home position, and then started up the instrument. The aia -2000 was functioning as intended. The fse ran daily quality controls (qc) and all were within range. No further action required by field service. No further action is required by field service. The probable cause of the event was the stc lane lost home position. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported receiving an error message that the stc lane lost home position on the aia-20000st. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.